Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a patient with this inflatable penile prosthesis presented with fluid loss in the device. A revision surgery was performed, during which the physician confirmed compromised tubing. The device was explanted and replaced. There were no patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that a patient with this inflatable penile prosthesis ipp presented with fluid loss in the device. A revision surgery was performed during which time the physician observed a break in the tubing just outside of the pump. He determined this was the location of the fluid loss from the device. The device was explanted and replaced. There were no patient complications.